Event description:
It was reported while using bd alaris¿ lvp bur 20d low sorb smbore ss 0.2m leakage occurred from a crack. There was no report of patient impact. The following information was provided by the initial reporter: when unclamping tubing to fill buretrol, IV tubing started to leak from below chamber where tubing starts. Upon assessment there was a crack in the tubing. Tubing was changed and pt was connected back to tpn.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-dec-2022 .h6:investigation summary a complaint of tubing cracking and leaking was received from the customer. One unused sample of lot 21105445 was received. Through visual inspection, the customer complaint was confirmed. There was damage at the connection of the drip chamber and the rest of the set, causing the set to separate. The tubing looked to be ripped. Three used samples of unknown lots were also received. The customer complaint was also confirmed for two of these three sets. Tubing was ripping below the drip chamber. Sets were not fully separated yet. The third of the used sets did not have damage, but did have a kink at the same location. A device history record review for model 10015012 lot number 21105445 was performed. An investigation was performed and the root cause for this damage was determined to be excess amount of solvent being added to the connection site of the drip chamber and the tubing, as well as poor coiling of the product during packaging.

Event description:
It was reported while using bd alaris¿ lvp bur 20d low sorb smbore ss 0.2m leakage occurred from a crack. There was no report of patient impact. The following information was provided by the initial reporter: when unclamping tubing to fill buretrol, IV tubing started to leak from below chamber where tubing starts. Upon assessment there was a crack in the tubing. Tubing was changed and pt was connected back to tpn.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.